Manufacturer narrative:
The product involved with this event was requested to be returned for analysis, but it has not been returned. Therefore, failure analysis of the product related to the complaint cannot be performed. Electrolube is not provided by intuitive surgical and is not suggested in the tip cover accessory or monopolar curved scissors instructions for use. The use of electrolube with the monopolar curved scissors has not been validated by intuitive surgical.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) tip cover fell off the instrument and into the patient's anatomy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument and the tip cover were inspected prior to use. The or staff installed the tip cover beyond the orange surface and used an electro lube to install the tip cover. Multiple instrument collisions were noted during the procedure since the surgeon had a hard time dealing with uterine fibroids. There were no arcing events noted with the mcs instrument. The tip cover was retrieved during the same procedure using the laparoscopic grasper. The tip cover was discarded. The or staff used the same mcs instrument with a new tip cover and completed the procedure. There was no patient injury.